Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. All the buttons did function properly. No damage noted on the keypad traces. The connector on the lcd board was locked. No button/keypad anomaly noted. The unit had broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the keypad of the insulin pump were responding very slowly. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.